Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer reseated the pyxibus connection and restated the device. After reboot, the ds200 light was flashing, so replaced the controller board. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 1 will not open and device not detected on bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.